Event description:
It was reported that, during a thr surgery, the tip of the polarcup reducer part for impactor broke while using. The procedure was resumed, without any delay, changing surgical technique. No injury was reported as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the polarcup reducer part for impactor have a massive deformation on the distal side and no piece is broken off. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed. It was reported that, during a total hip replacement surgery, the tip of one polarcup reducer part for impactor broke while using. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the complaint sample is rather deformed than broken. It shows massive deformation on the distal side. Additionally, the distal side appears to have slits. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 7 additional complaints reported for the same batch, and 1 additional similar complaint for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the event can be attributed to the device reaching the end of its useful life. Excessive wear and tear are known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.